Event description:
It was reported that the right ventricular (rv) lead exhibited high threshold over the last months according to the longterm trend. In addition, the impedance trend indicates slowly increasing rv impedance. The rv lead was abandoned and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range. It was noted the rv impedance had increased from around 850 ohms in (B)(6) 2013 to 1500 ohms in (B)(6) 2015. Analysis of the device memory also indicated pacing capture threshold in the rv (right ventricle) was elevated, with the capture threshold greater than 2.5 volts.